Event description:
It was reported by the pt that, "he underwent bilateral knee surgery approx 10 years ago." He further reports that, "something broke in his left knee causing him to undergo a revision approx 3 weeks ago." He further reported that, "he has been experiencing pain, swelling and infection."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.